Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. Additionally, at the left common femoral artery access site using an 7f sheath, it was reported that after step 4, something felt strange with the lever of a prostyle device. The physician opened and closed the foot several times and did not work as usual. An attempt was made to remove the device but when the attempt was made, the metal part of the device separated from the sheath. As the guide wire was removed, the physician decided to open surgically in order to remove the part of the device that was inside the patient. Once the prostyle device was removed, the physician saw that the artery was a little damaged [tissue damage]. They placed an 11f introducer to continue with the procedure. After the aortic prothesis implant without complications, the physician used a stent in other to repair the vessel damage and closed the access site surgically without any consequences. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Return device analysis identified a posterior foot break (not returned). The account confirmed that the foot break occurred outside of the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation of the guide and foot were confirmed. The reported difficult to open or close could not be confirmed due to the condition of the device. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the insertion angle and/or an interaction with patient anatomy due to manipulation of the device during needle deployment resulted in the device foot break and guide breaking which led to the entrapment of the device. The guide break would also contribute to the difficulty to open and close the device. This condition of the device leading to the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.